Event description:
Lead explanted due to erosion and infection. Should additional information become available, it will be added to this file.

Manufacturer narrative:
An infection and erosion were observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. The infection and erosion were not device related.